Event description:
Complainant states upon follow up x-ray of the surgery it was noticed that there was a foreign piece of metal resting anteriorly to the cervical plate. This piece of metal was circular in nature and appeared to resemble in size that of the plates locking bushing. Surgeon is taking no action at this time. As surgical intervention could be required an MDR is being filed to document this event.